Event description:
This rv lead was implanted on (B)(6) 2009 and remains implanted as of this time. A call was placed to technical services on 07/31/2018 stating that the rv lead had lead safety switch more than 2000 ohms and it may be a spring contact issue even though the device doesn't use minute ventilation as a rate driver. The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).